Manufacturer narrative:
At this time no conclusions can be made. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the PMA/510(k) number. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2009) is considered to be a best estimate. Updated fields: updated fields: a2, a4, b2, b3, b4, b5, b6, b7, d1, d3, d4 (catalog number, lot number, UDI, expiry date), d.6b, g1, g3, g6, h2, h4, h6, h10. Corrected field : g4 (PMA/510(k) number) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2010, the patient underwent surgery for implant of an unspecified bard/davol ventralex. As reported, the patient is only making a claim for an adverse patient outcome against the ventralex. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with recurrent multiple incisional hernia thereby underwent open repair with implant of ventralex mesh (device 1 and 2). Per operative notes, ¿an incision was made in the left upper quadrant. There were 3 small hernias, which were taken down. One mall and one medium ventralex mesh (device 1 and 2) was placed together with good coverage and closed the defect with sutures.¿ (B)(6) 2018 ¿ patient was diagnosed with recurrent ventral incisional hernia, adhesion hereby underwent laparoscopic repair explant of ventralex mesh (device 1 and 2). Per operative notes, ¿an incision was made just above into the right of the umbilicus through prior vertical incision site. The hernia sac was dissected out. There was dense omentum adhesion which was removed entirely. Previously placed (device 1 and 2) were excised entirely from abdomen. The defect was closed with sutures primarily.¿.

Manufacturer narrative:
At this time no conclusions can be made. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2010, the patient underwent surgery for implant of an unspecified bard/davol ventralex. As reported, the patient is only making a claim for an adverse patient outcome against the ventralex. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿